Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #3507325bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was noted during the replacement surgery on (B)(6) 2017.